Manufacturer narrative:
Additional information was received and noted the following: the lv rupture was not caused by the impella. No perforation due to the impella. The lv rupture was caused by the infarction.

Event description:
An impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach as an escalation of therapy in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage c. The patient was initially supported with extracorporeal membrane oxygenation (ECMO) as primary support and impella cp, which was placed without reported complication. A pre-existing pericardial effusion was present prior to escalation and remained stable without interval increase. On (B)(6) 2026, the patient was escalated from impella cp to impella 5.5 support. The escalation procedure was completed without reported complication, and the patient was transferred to the intensive care unit. Upon arrival, bleeding was observed from the femoral arterial access site of the prior impella cp and from the right axillary arterial access site of the impella 5.5, requiring transfusion. The patient was returned to the operating room for surgical control of bleeding at both access sites. During the subsequent surgical intervention, the patient developed hemodynamic instability with reduced ECMO flow and reduced impella 5.5 flow. Transesophageal echocardiography prompted emergent sternotomy, surgical inspection, and intervention for the pericardial effusion. Intraoperative findings identified significant bleeding originating from the posterior wall of the left ventricle, consistent with ventricular rupture within the infarcted myocardial region. The etiology of the ventricular rupture was not definitively determined. While a potential association with impella 5.5 use, including possible wire or pump-related perforation, was considered, there was no visual or transesophageal echocardiographic evidence confirming device-related left ventricular perforation. The rupture occurred within the infarction area, and operative assessment did not demonstrate findings consistent with device-induced injury. The implanting surgeon confirmed agreement with documentation of this assessment, and detailed operative findings were noted separately in the surgical report. Surgical repair of the ventricular rupture was performed; however, the patient remained critically unstable and was transferred back to the intensive care unit, where the patient subsequently expired. The death is being conservatively reported. Based on the available information, the patient¿s death is most likely attributable to acute myocardial infarction, cardiogenic shock (scai stage c), ventricular rupture involving infarcted myocardium, perioperative hemodynamic instability, ongoing hemorrhage requiring repeat surgical intervention, and dependence on extracorporeal membrane oxygenation as primary support.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.